Event description:
New ecm record created in order to update legacy complaint (B)(4). Litigation papers allege patient underwent a revision to address pain and discomfort. Update rec'd (B)(6) 2015 - patient was revised due to a pseudotumor. Part numbers were provided. Update ad (B)(6) 2019. (B)(4) has been reopened under (B)(6) due to receipt of medical records. After review of medical records, the patient was revised to address pain, loss of function and pseudotumor. One to two liters of pseudotumor fluid erupted out under pressure. There was no ingrowth on the porocoat of the asr cup and significant anterior wall bone loss. Doi: apr 25, 2006 - dor: nov 5, 2015 (left hip)

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.